Manufacturer narrative:
(B)(6) 2015 this product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the reason for repair is the unit shuts down, unit alarms not functional & error code. The key failure is the pilot valve is not shifting, which addresses all reasons for repair except the unit alarms not functional. Additional malfunction identified on the irs as a defective power switch (aka on/off switch) with no alarms. The power switch non-functioning alarm issue is a reportable event which is the basis of this FDA report.